Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device within the right abdomen adjacent to the right l4 vertebral body, may represent a migrated essure implant/migration'), fallopian tube perforation ('punctured fallopian tube'), pregnancy with contraceptive device ('single intrauterine pregnancy') and caesarean section ('emergency caesarian section procedure') in a 28-year-old female patient who had essure (batch no. 50667569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and multiparous. 2014- x-ray taken on shortly after delivery appeared to show an essure device within the right abdomen adjacent to the right l4 vertebral body. On (B)(6) 2013, a gestational age determination-sonogram report documented a single intrauterine pregnancy, with cardiac activity. In 2012, the patient experienced menometrorrhagia ("excessive menstrual bleeding/ excessive bleeding / irregular menses"), dyspareunia ("dyspareunia / pain with intercourse") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, 7 months 12 days after insertion of essure. On (B)(6) 2014, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("irregular menses associated with cramping"), fatigue ("fatigue"), migraine ("migraines"), teeth brittle ("brittle teeth"), abdominal pain lower ("some cramping"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, menometrorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, migraine and teeth brittle had not resolved and the pregnancy with contraceptive device, caesarean section, abdominal pain lower, pelvic pain and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4) ). 1984g was the reported birth weight. The reporter considered abdominal pain, abdominal pain lower, caesarean section, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menometrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and teeth brittle to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. She began experiencing worsening symptoms in the months following the essure implantation procedure. On (B)(6) 2014, because she still desired permanent contraception, she underwent a laparoscopic tubal occlusion with bipolar cautery procedure. Today, the essure devices remain implanted in plaintiff, and she continues to experience a combination of the symptoms. Linked child case: (B)(4). The number of expanded coils that appeared trailing into the uterine cavity was 3 and the number of expanded coils that appeared trailing into the uterine cavity of the opposite side was 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device, device dislocation, cesarean section. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Patient middle name, dob, race, medical history, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device within the right abdomen adjacent to the right l4 vertebral body, may represent a migrated essure implant/migration'), fallopian tube perforation ('punctured fallopian tube'), pregnancy with contraceptive device ('single intrauterine pregnancy') and caesarean section ('emergency caesarian section procedure') in a 28-year-old female patient who had essure (batch no. 50667569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and multiparous. 2014- x-ray taken on shortly after delivery appeared to show an essure device within the right abdomen adjacent to the right l4 vertebral body. On (B)(6) 2013, a gestational age determination-sonogram report documented a single intrauterine pregnancy, with cardiac activity. In 2012, the patient experienced menometrorrhagia ("excessive menstrual bleeding/ excessive bleeding / irregular menses"), dyspareunia ("dyspareunia / pain with intercourse") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, 7 months 12 days after insertion of essure. On (B)(6) 2014, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("irregular menses associated with cramping"), fatigue ("fatigue"), migraine ("migraines"), teeth brittle ("brittle teeth"), abdominal pain lower ("some cramping"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, menometrorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, migraine and teeth brittle had not resolved and the pregnancy with contraceptive device, caesarean section, abdominal pain lower, pelvic pain and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). 1984g was the reported birth weight. The reporter considered abdominal pain, abdominal pain lower, caesarean section, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menometrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and teeth brittle to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. She began experiencing worsening symptoms in the months following the essure implantation procedure. On (B)(6) 2014, because she still desired permanent contraception, she underwent a laparoscopic tubal occlusion with bipolar cautery procedure. Today, the essure devices remain implanted in plaintiff, and she continues to experience a combination of the symptoms. Linked child case: 2017-218635. The number of expanded coils that appeared trailing into the uterine cavity was 3 and the number of expanded coils that appeared trailing into the uterine cavity of the opposite side was 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device, device dislocation, cesarean section. Lot number:50667569 manufacturing date: 2012-06 expiration date:2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device within the right abdomen adjacent to the right l4 vertebral body, may represent a migrated essure implant/migration'), fallopian tube perforation ('punctured fallopian tube'), pregnancy with contraceptive device ('single intrauterine pregnancy') and caesarean section ('emergency caesarian section procedure') in a (B)(6) female patient who had essure (batch no. 50667569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: 2014- x-ray taken on shortly after delivery appeared to show an essure device within the right abdomen adjacent to the right l4 vertebral body. On (B)(6) 2013, a gestational age determination-sonogram report documented a single intrauterine pregnancy, with cardiac activity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menometrorrhagia ("excessive menstrual bleeding/ excessive bleeding / irregular menses"), dyspareunia ("dyspareunia / pain with intercourse") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, 7 months 12 days after insertion of essure. On (B)(6) 2014, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("irregular menses associated with cramping"), fatigue ("fatigue"), migraine ("migraines"), teeth brittle ("brittle teeth"), abdominal pain lower ("some cramping"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, menometrorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, migraine and teeth brittle had not resolved and the pregnancy with contraceptive device, caesarean section, abdominal pain lower, pelvic pain and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4)). (B)(6) was the reported birth weight. The reporter considered abdominal pain, abdominal pain lower, caesarean section, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menometrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and teeth brittle to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. She began experiencing worsening symptoms in the months following the essure implantation procedure. On (B)(6) 2014, because she still desired permanent contraception, she underwent a laparoscopic tubal occlusion with bipolar cautery procedure. Today, the essure devices remain implanted in plaintiff, and she continues to experience a combination of the symptoms. Linked child case: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Product indication updated. Events: pain, abnormal bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.